Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device was discarded at the hospital, no evaluation was able to be performed, the root cause for the calcification, severe insufficiency, and fractured leaflet remains indeterminable. However, it is likely that patient related factors such as a history of multi vessel coronary artery disease, diabetes mellitus, severe pulmonary hypertension, hypertension, dyslipidemia, and chronic kidney disease stage 3 contributed to the calcification of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 23mm pericardial aortic valve was explanted after an implant duration of thirteen (13) years, five (5) months, and twenty-seven (27) days due to calcification, severe insufficiency, and fractured leaflet. The valve was replaced with 21mm pericardial aortic valve. The explanted valve was discarded by the pathology department. Per obtained medical records, the patient presented with progressive breathlessness and decreased exercise tolerance. An echocardiogram showed severe aortic insufficiency. Intraoperatively, the valve was explanted and was found to be heavily calcified. The surgeon noted that the non-coronary cusp was fractured from the post which accounted for his severe aortic insufficiency. The new 21mm pericardial aortic valve was secured in place. The patient tolerated the procedure well and moved to an ICU in stable condition. The patient was discharged to a nursing home on post-operative day five (5).